Manufacturer narrative:
Continuation of d10: product ID: a51300, product type: software. Section d information references the main component of the system. "This report is being submitted as part of remediation activities associated with CAPA # 643143, which is addressing MDR reporting guidance from fdas 1995 preamble, which ensures complaints related to corrections and recalls, which were previously reported to FDA under 21 cfr 806 are now reported as mdrs. This is not a new malfunction/event". Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank, because the information is currently, unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received, from a manufacturer representative. Regarding a patient, who was implanted with an implantable neurostimulator (ins). For unknown indications for use. It was reported, that the rep reports, she is currently in or prior to calling ts. Caller has used one 97800: (B)(6), which shows data has been lost. Caller reports with this ins, she entered patient name and programs, but when in or data has been lost was seen. Caller reports, she is currently on the second 97800: (B)(6), implanted in patient. Caller reports, she has entered male on patient data, prior to implant, no patient name and programs. And saw data has been lost. Message on clinician app, purple app. Caller reports, she was programming on a chair, suggest removing away from metal. Caller reports, she exit workflow, using the patient my therapy app. Caller reports, no message is seen, patient is able to access his settings. Caller reports, she went back to the clinician app, data has been lost is seen again. Caller reports, when she enter MRI mode, full body is seen, no issue. Deactivate MRI mode, data lost seen. Caller entered all patient's data, including patient's name, saved, exit clinician app. Re-interrogate with clinician app, data lost seen, patient's name was not able to save. No symptoms reported. Logs were requested and received from rep. Additional information was received, from a manufacturer representative (rep). In response to ¿at what point did they experienced the issue (prior to implant, while setting system up, during implant with patient involved, etc)¿. The rep reported, she programmed the ins the night before. Then pulled the system up on the day of prior to the case. And used the handset for patient demo of patient app. She went to and saw the message upon entering the clinician app, but blamed it on user error. She closed out and went back in and saw again. Then grabbed the other ins and set it up. She wanted to check it before handing it off to the hcp. And after re-entering the app she saw data lost. Then called tech services. When asked, how long of a procedural delay it caused, the rep reported at least 30 minutes. With her own checking things, grabbing a 2nd ins, calling tech services, waiting on hold to get through to someone and then troubleshooting with ts- at least 30 minutes.